Event description:
A user facility clinic manager (cm) reported that an internal dialyzer blood leak occurred upon initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be visually observed in the dialysate compartment of the dialyzer. A blood test strip was used and tested positive for the presence of blood. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No visible damage was identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 150 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being resetup with new supplies on a different machine. The dialyzer was reported to be available for a manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The pre-packaging pouch was not returned. The corporate adapter caps and blood port caps were returned attached to the dialyzer. The fibers within the dialyzer were wet and blood was noted throughout. During the visual evaluation a delamination was identified at approximately 140 to 225 degrees, with the dialysate ports situated at 0 degree, on the non-cavity ID end. No other damage or irregularities were noted. In addition to the delamination, there were damaged threads on the header, same side (non-cavity ID end), and a section of the threads from the dialyzer was noted in the header cap when removed. The dialyzer was not subjected to a laboratory leak test as a delam is known to affect the integrity of the dialyzer and may cause a leak. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility clinic manager (cm) reported that an internal dialyzer blood leak occurred upon initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be visually observed in the dialysate compartment of the dialyzer. A blood test strip was used and tested positive for the presence of blood. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No visible damage was identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 150 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being resetup with new supplies on a different machine. The dialyzer was reported to be available for a manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A user facility clinic manager (cm) reported that an internal dialyzer blood leak occurred upon initiation of a patients hemodialysis (hd) treatment. The blood leak was reported to be visually observed in the dialysate compartment of the dialyzer. A blood test strip was used and tested positive for the presence of blood. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No visible damage was identified on the dialyzer. After the machine alarmed, the treatment was halted. The patients blood was not returned; estimated blood loss (ebl) was reportedly 150 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being resetup with new supplies on a different machine. The dialyzer was reported to be available for a manufacturer evaluation.